Event description:
Consumer complaint of "lo" blood results. Expected blood glucose results not verified. Testing performed four times daily. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking insulin to manage diabetes. Blood test performed during call with different vial of test strips lot#pr2079 ((B)(6) 2015; 12:34pm) with result of 156 mg/dl. Customer performed blood test using an undisclosed meter ((B)(6) 2015: 9:39am) with a result of 269 mg/dl. Comparing test results received on trueresult meter with this meter. Verified storage of test strips is within specification since they are kept in bedroom. Test strip lot manufacturer's expiration date is 05/22/2017 and open vial date is within 120 days. Recall test results performed before meals from meter memory (B)(6) 2015; 8:20am -"lo"; (B)(6) 2015; 11:20pm - "lo"; (B)(6) 2015; not available - "lo"; (B)(6) 2015; 01:30pm - 78mg/dl; (B)(6) 2015; 08:00am - 136mg/dl; (B)(6) 2015; 10:20pm - 202mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction. Test strip issue, user had low glucose level.